Manufacturer narrative:
H.6. Investigation summary: one physical sample was received for evaluation by our quality personnel. A device history was performed and found no non-conformances related to the reported issue during production of batch 1806109. Upon inspection of the sample, a leak was observed between the protector and the vial. It was noted that the needle on the protector penetrated the vial outside of the center of the rubber stopper. Product undergoes visual and functional testing throughout manufacturing to ensure the quality of the device, including leakage testing. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. Leakage was found between the protector and the vial; however, the protector was not properly attached to the vial. The needle didn¿t punctured the vial at the center. The rubber stopper is damaged as well. Needle is detached from the protector, nevertheless, no defects were found in it. Considering the inspection results it seems that the root cause of the defect is related to a customer error.

Event description:
It was reported that during use of protector p14j leakage of the liquid was observed while collecting the drug from the vial using a blue protector for the key-router. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: connected with the vial of keytruda(chemo). Leakage occurred when drawing it by the protecor.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of protector p14j leakage of the liquid was observed while collecting the drug from the vial using a blue protector for the key-router. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: connected with the vial of keytruda (chemo). Leakage occurred when drawing it by the protecor.